Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the interface (umbilical) cable was replaced as a precautionary measure. The imaging system then passed the system checkout and was found to be fully functional. The umbilical cable has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system displayed that the 3d image acquisition operation was disabled. Opening and closing the gantry door of the imaging system along with manual manipulation of the interface (umbilical) cable restored functionality for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.